Event description:
G93 fiberoptic light guide was lying on the bed/table. Customer was putting all instrumentation together, connecting the g93 to the mv-9090 xenon light source when suddenly smoke started coming out from the g93 light guide. Doctor was 10 minutes away from performing procedure. There is no patient involvement and there is no injury.